Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and also were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2020 with blood glucose level was 418 mg/dl. Customer stated other blood glucose value was 600 mg/dl. Customer was experienced symptoms such as nausea, tired. Customer was treated with intravenous fluid. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Drive support cap appears normal. Troubleshooting was performed. The insulin pump will not be returned for analysis.